Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during the procedure they easily pushed out and pulled in the rx cytology brush twice and on the third time they were unable to push the brush back out. The physician straightened the endoscope and tried to get the brush to push out of the sheath, while attempting not to pull the entire catheter out of the biopsy channel. It appeared that the wire inside the sheath was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received (B)(6) 2013: the wire inside the sheath had several bends and kinks, but was not broken.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during the procedure they easily pushed out and pulled in the rx cytology brush twice and on the third time they were unable to push the brush back out. The physician straightened the endoscope and tried to get the brush to push out of the sheath, while attempting not to pull the entire catheter out of the biopsy channel. It appeared that the wire inside the sheath was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results visual evaluation of the device found bends and kinks throughout the working length. A significant amount of blue paint had peeled off at the distal tip. Functional testing was performed and resistance was felt during actuation of the handle; the brush could not be extended. The condition of the returned device was consistent with the complaint incident that the pull wire kinked and bent, and the brush would not extend. Manipulation of the device during the procedure likely produced the kinks/bends found in the working length, which would create resistance during subsequent attempts to actuate the device. Once the working length was kinked, the wire would not move freely when the handle was actuated, making the brush unable to extend. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.